Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5592 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported the ventricular lead showed signs of noise and over sensing. The lead is still in use. No patient complications have been reported as a result of this event.